Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified left iliac artery. A 9.0x30x75cm express® ld iliac / biliary stent was selected and advanced to treat the lesion. Prior to deployment, the stent came off in the external iliac artery. The physician completed the procedure with the implant of this device in the external iliac artery. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).